Event description:
The customer reported that during a laparoscopic cholecystectomy and gyn case, the distal; tip of the instrument melted/overheated and burned the patient internally along the pelvic wall. The surgery was delayed over 30 minutes as a urologist was called into the or. The urologist put in a stent in the ureter. The degree of burn was not made available by the site contact. The patient is reported as having recovered.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. Date of follow-up report 2: (B)(6) 2015. One used lf5544 was received for evaluation. The returned sample did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found the blue insulation on the jaws is melted. The customer reported that the distal tip of the instrument melted or overheated. The reported condition was confirmed. The investigation found the blue insulation on the jaw was melted, however no voids or cracks were found in the insulation. Engineering reproduced the failure by activating the monopolar function for an extended period of time when tissue is within the jaws or if the side or back of the jaws is in contact with tissue, which causes energy to flow through an alternate path other than the monopolar tip. The investigation identified the root cause of the reported event to be user error. The IFU states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. No trend has been identified for this failure mode. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. Additional information added, as received from maude report number (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.